Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly has intermittent power interruption. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the black box showed no evidence of power issues from (B)(4) 2012. The battery cap was not returned with the pump for investigation. A test cap was inserted and the pump was exercised for 24 hours without power issues. The pump was opened and no power circuit defects were found. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the display screen was found to be faded and miscolored.